Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report one of one for complaint (B)(4).

Event description:
It was reported that as the surgeon inserted a screw, the tip of the cannulated cruciform screwdriver broke. All pieces were retrieved; surgeon selected another driver to complete procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Product development evaluation revealed that the returned device has all 4 tines broken off at the transition of the tip to the shaft. There are some small brownish spots near the etching for the part and lot numbers. The returned device was manufactured in january 1997 and is over 15 years old. The returned device has all 4 tines broken off at the transition of the tip to the shaft. The fracture surfaces are uniform and there is no indication of any material anomalies. The tip was subjected to excessive torque that resulted in the reported breakage. Based on the age and condition of the device, there is no indication of a design related issue and therefore this complaint is invalid. Placeholder.